Manufacturer narrative:
Product analysis : visual and optical examination of the returned ibt did not identify rupture or cut. Injecting instrument with fluid identified pin hole leakage at the second peak of the ibt balloon. The location and nature of failure is consistent with contact with bone shard during usage.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at t11 to treat a compression fracture. During inflation, the pressure gauge indicated "0" and the balloon was removed and was found to be ruptured. Image revealed leakage of contrast media and it was difficult to irrigate, according to the report. The surgeon injected cement without additional treatment and finished the procedure successfully. No patient complications were reported in association with this event.

Manufacturer narrative:
(B)(6). (B)(4).